Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 105, service code 107) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing. The monitor's electrode belt receptacle was damaged and pushed into the monitor case and was unable to connect to an electrode belt. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient was receiving a service code 105 (pulse test relay stuck) and service code 107 (multiple abnormal shutdowns).